Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent loss of making ability while executing vascular imaging protocols. No pt or user injury was reported.